Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t machine that sparked upon power up, after which the machine would not power on. It was reported that upon inspecting the machine, the power switch and power supply had visible burn damage. Upon follow up with the biomedical technician, it was confirmed that there was no visible spark, smoke, flame, or arcing when the issue occurred. It was confirmed there was no patient involvement. The biomedical technician reported replaced the power switch and the power supply to resolve the issue and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: contact office name, and phone number. Additional information: please see for updated event description. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility initially reported a fresenius 2008t machine that sparked from the rear of the machine upon power up, after which the machine would not power on. The sparking was reported by a clinic staff member to the clinic biomedical technician. It was reported that upon inspecting the machine, the power switch and power supply had visible burn damage. After further follow up with the biomedical technician (biomed), it was confirmed that there was a burning smell reported when the issue occurred. The biomed confirmed that the initial report of sparking at the rear of the machine was reported by a clinic staff member using the machine, however it was not something the biomed could visually confirm. The biomed confirmed there was no visible smoke or flame reported to him when the issue occurred. It was confirmed there was no patient involvement. The biomed confirmed the machine had no past electrical issues, and confirmed it was plugged into a gfci outlet. The biomed confirmed there were not any photographs of the burn damage available, and confirmed the original burned components were discarded and are not available for return. The biomed reported they replaced the power switch and the power supply to resolve the issue and return the machine to service.